Event description:
The customer called ascensia customer service to seek assistance with the contour next gen meter. During troubleshooting, it was found that the customer's blood glucose readings were not being stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next gen meter with serial # (B)(6), and no manufacturing anomalies were found. Section h4 of the initial report indicated the device manufacture date as 25-aug-2022. The correct device manufacture date is 23-nov-2022. Section h4 has been updated.